Event description:
It was reported that the patient experiencing pain at the hip, front and back of the thigh, and right shoulder down to the hand. The patient was getting inadequate stimulation, and underwent a replacement procedure. The patient was doing well postoperatively and the explanted ipg will not be returned.